Event description:
The user facility reported a 56-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported a purge leak from the device's side arm (yellow luer). A bypass configuration was completed without any harm to the patient and support continued.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. As the product was not returned, a definitive cause for the issue could not be established. However, a clinical review of the provided information, determined a potential cause for the leak to be sidearm yellow luer damage due to the use of sodium bicarbonate in the purge solution. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.